Event description:
It was reported that an asymptomatic patient presented with stored episodes of non-sustained lead noise due to competitive atrial and ventricular pacing. Programming changes were made. Device remains implanted. Patient will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.